Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation on the shaft with the polytetrafluoroethylene (ptfe) liner completely pulled out from the collar, and tip damage (misshapen). Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23apr2019. It was reported that the device failed to cross the lesion. The 90% stenosed, 15mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A guidezilla 145 guide extension catheter. During procedure, it was noted that the device failed to cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device analysis indicated a complete separation on the shaft with the polytetrafluoroethylene liner completely pulled out from the collar.